Event description:
Unomedical reference number (B)(4). Event occurred in the united staes. On (B)(6) 2024, the patient reported an event of the infusion set cannula kinked. The infusion sets had been used for 5-6 hours. The event occurred after 3 or more hours of insertion. The insertion site was at the abdomen. The blood glucose level was 397 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
The reference samples for the lot 6005294 were already tested previously on the pr.(B)(4) for flow. The complaint pr (B)(4) has been evaluated. The batch 6005294 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples buid-umd version 12 for the code soft cannula found bent/kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 2 test on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to with wi version 10 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005282 was manufactured on the packing process in the line l13007, on 29/jan/2024, with a total of (B)(6) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) been evaluated. The batch 6005294 in question was manufactured at the (B)(6) site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 11 for the code "soft cannula found bent/kinked upon removal from infusion site." Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 1 test on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to with work instruction version 10 test on reference samples, (B)(4) samples passed the test. A batch record review was conducted resulting in the following: the lot 6005294 was manufactured on the packing process in the line l13007, on (B)(6) 2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.